Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft broke. The lesion being treated was located in the saphenous vein graft. Upon advancing a fetch2 thrombectomy catheter through the tuohy, the catheter flexed and then snapped in half exposing the inner braiding. The device was successfully removed and the procedure was completed with a 2nd device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noticed 2 separations along the catheter shaft.1 at 2cm from the strain relief and the other at 74cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the shaft broke. The lesion being treated was located in the saphenous vein graft. Upon advancing a fetch2 thrombectomy catheter through the tuohy, the catheter flexed and then snapped in half exposing the inner braiding. The device was successfully removed and the procedure was completed with a 2nd device. No patient complications were reported and the patient's status is stable.